Event description:
Per medwatch mw5106785: patient called stating pump is alarming no disposable, they switched to back-up but same error, cleaned and put cassette back in but still same error. So patient did a new cassette mix. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No.